Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the pump had alarmed, displaying the message high pressure malfunction. The continuous infusion rate had been 2.2 ml, with a total reservoir volume of 100 ml and 15 ml given. Both the air detector and upstream sensor had been off. The infusion had lasted 46 hours with a lock level of l2. The bd cstd had been used to fill the cassette. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: no product was received for analysis. We are unable to confirm the reported complaint. The service history review had no indication that the complaint was related to a service of the device within the review period. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.